Manufacturer narrative:
We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Concomitant products: cook medical transseptal needle (model# unknown, lot# unknown). Cordis 8 french sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and a surgical intervention. During ablation phase, while ablating the right pulmonary veins, the patient became hypotensive and a perforation with pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 2000 ml. Patient was transferred to the operating room (or). Patient required extended hospitalization as a result of the adverse event, as the pericardial drain was left in place. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that the perforation was a result of catheter manipulation. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a cook medical transseptal needle. A cordis 8 french sheath was in use. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It is unknown at what point during the procedure the injury occurred. Irrigated catheter flow was set at 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at greater than 300 seconds.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/31/2018. It was reported that a (B)(6) year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and a surgical intervention. The investigational analysis has been completed. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized. No errors were observed. Force sensor testing was conducted and found to be working properly. Force values were observed within specifications. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator. The temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and found to be within specifications. The catheter irrigated and deflected correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
DHR was received on 5/23/2018 and the following dates were added: manufacturing date: 2017/11/07, expiration date: 2018/11/06. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).